Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: initial analysis noted minor corrosion on one battery terminal and minor corrosion on the case. Further analysis was then performed on the lower plastic case, main seal and main printed circuit board (pcb). White residue was visible behind the metal battery shorting bar. Upon opening the battery drawer compartment, white residue was visible in several locations, consistent with residue left by a leaking battery. Inspection of the main seal indicates it was torn and not melted or eroded/dissolved. Indents along the case above the battery drawer appear to be due to prying the case slightly open, likely to allow access to clean the case seam. In the process of doing this, it is likely the user got a hold of the main seal and tore part of it out. The main pcb was put into a case and tested several times on a functional tester. It passed all tests. The test failures noted by the service and repair department are attributed to tester malfunction. Conclusion: complaint was confirmed, the main seal was damaged.

Event description:
It was reported that the plastic seal on the battery drawer was broken. The device was returned to the manufacturer for servicing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.